Event description:
Note: the date of event is unk. It was reported to boston scientific corporation in 2008, that an excelon transbronchial aspiration needle was used during an unk procedure. According to the complainant, "the needle failed to retract into the outer sheath". Complainant did not indicate if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is "unknown".

Manufacturer narrative:
Although the suspect device has been returned for evaluation, it has not been evaluated. Therefore, the cause of the reported malfunction has not been determined.